Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 9am. The patient reported blood glucose results of '88 mg/dl' with the subject meter and '37 mg/dl' on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy. The patient manages her diabetes with insulin through pump therapy (type not specified). The patient reportedly skipped/ stopped her usual dose of medication based on the alleged result with the subject meter. Prior to the alleged issue, the patient claims she felt symptoms of shakiness and confusion. While at her physician's office, the patient was given food and/ or drink as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result of '37 mg/dl' with a laboratory device and received medical intervention by a health care professional (hcp).

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis, respectively, on (B)(4) 2012 and (B)(4) 2012, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.